Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure there had been leaking problems with this "batch/box" of trocars. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the devices.